Event description:
Malfunction alarm was reported with a code of malf 0, and fault ID 0x2057 was noted. There was no reported impact on the customer's blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.